Manufacturer narrative:
Siemens has completed an investigation of the reported event. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the system. The investigation was performed considering complaint description, cs reports, and system history. According to the available information the c-arm stopped working during an interventional procedure. As a result, the procedure was suspended for more than one hour until an engineer (3rd party) fixed the problem. Unfortunately, a more in-depth and verifiable analysis of the problem described was not possible. Our technical department was denied access to the system and the customer did not provide log files or other necessary information. The problem was fixed by a 3rd party service provider. In this context, such on-site interventions may only be carried out by persons authorized by siemens-healthineers. Due to the above circumstances, the problem described was evaluated based on the available data and according to expert opinion. A possible general error, which would require corrective action of the installed base could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios connect system. During a procedure, the user reported that the c-arm stopped working. The failure caused the operation to be suspended for more than one hour. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.